Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.

Event description:
It was reported that the patient fell on the pump. Thereafter, the patient had no pain relief. Fluoroscopy revealed that the patient's pump had flipped. A catheter dye study was performed which revealed that the patient's catheter was patent. The patient's pump was replaced. The patient recovered without sequela. The patient's pump contained bupivacaine.